Event description:
The patient device reportedly stopped working. The patient was seen at the center for device evaluation. Testing performed indicated that the device was not linking. A follow-up appointment was set with the implant surgeon. The patient was seen by the implant surgeon and revision surgery was discussed. The patient was seen by another implant surgeon. The surgeon scheduled surgery to explant the patient's device. The patient was reimplanted with another clarion device.